Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Conference call took place on (B)(4) 2011 with ees marketing, division manager, customer quality, and life cycle engineering: the dm indicated the or director said there have been no procedural changes. The dm reached out to the surgeon with no response. The dm will be traveling to the facility to discuss the incident. On (B)(6) 2011 the sales representative met with the surgeon to discuss the incident. Summary provided by the rep: "per the surgeon, the patient was a "routine" case involving a smaller female patient. Everything in the case was normal with no complications intra operatively. The surgeon also stated that the clips appeared to be fully formed and closed across the duct that were fired from the device. The surgeon said that the patient did well in recovery and it wasn't until two days post-op that she came back into the ER and he was notified that she had upper quadrant pain in her abdomen. He said it was at this time that they scheduled the patient for the ercp. In the ercp, they could see large amounts of bile leaking from the duct. It was also reported by the surgeon that the clips were "open". The clips were still present across the duct on the ercp imaging. He stated that the patient is doing well and expected a full recovery. I in-serviced the surgeon on the steps to use of the clip applier. We also discussed that the clip applier is not supposed to have the clips preloaded in the jaws upon insertion of the clip applier to the trocar. The surgeon will continue to utilize the device for future cases." In-servicing has been scheduled for the staff on (B)(6) 2011. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that 2-3 days post-op a laparoscopic cholecystectomy procedure, the patient had bile leakage. The patient had an ercp; that is when they discovered the clips had opened. It is unknown how it was corrected. The device was discarded.